Manufacturer narrative:
(B)(4).

Event description:
Tip broke off when the doctor went to deploy the needle and it was not there, it is unknown if the needle is in the patient or not because no x-ray was taken.